Event description:
In 2005, it was discovered that a portion of the outflow canula of a right ventricular assist device (rvad) pt, implanted in december 2004, was being exteriorized. This was not effecting the pt or device function. Three days later the pt was transported to another facility on for further eval. The pt was listed as 1a on the transplant list and remains stable. Seven days later the pt was brought to the operating room for repair of the dacron graft on the outflow cannula. The pt is stable and the is vad working appropriately.